Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 2019-12-28 / (B)(4). Device available for evaluation: no. Manufacture date: 2018-07-03. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, an increase/high in threshold post tether cutting was observed. The leadless ipg was removed. A different leadless ipg was used to complete the procedure. No patient complications have been reported as a result of this event.